Event description:
It was reported that during an esophagogastrectomy procedure, the staples did not form completely. The surgeon oversewed the staple line and completed the case with no patient consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.